Event description:
Customer report she needed assistance with her insulin pump alarming battery out. Customer current blood glucose is 508 mg/dl, which she treated with 15 units of insulin with a manual injection. Troubleshooting for the battery out limit was about to be performed, but customer disconnected. Before customer hung up customer stated that she had disconnected from the set because she had been receiving some low blood sugars, after her doctor changed her setting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.